Event description:
Philips received a complaint on the philips patient information center ix (pic ix) indicating that an alarm was not sounding. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed the philips black speaker was plugged in. In windows ¿control panel¿, the sound setting was found as ¿display¿ was selected and not the speaker. The rse changed to ¿speaker¿, restarted the pc and sound was restored. The reported problem was resolved. Based on the information available and the testing conducted, the cause of the reported problem was a settings issue. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.